Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the patient's pump was taken out because they had a reaction to the morphine in the pump. It was also noted that the patient had a horrible infection and was sick with it. The patient's pump issues were resolved when they moved and got a new healthcare professional (hcp), who told the patient the pump should have never been put in like that. The pump was titrated down and then removed. It was noted that the infection happened right away and did not know for sure the date for the reaction to morphine. It was also noted that the patient had memory problems, so no further questions were asked. No out of box failure was reported, and a medical problem related to a small parts component was not reported. Event date was noted as (B)(6). No further complications were reported/anticipated.